Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that patient was currently in the hospital about to undergo surgery that was unrelated to the device or therapy. Hcp stated a power on reset (por) message displayed on the patient programmer (pp). Hcp did not have the physician programmer (pp) to clear the por on the day on this call. No patient symptoms or harm were reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that the healthcare professional who initially reported the por was not working on the day of this call. It was unknown if the patient's device was checked before or after surgery. Medical records were requested. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.